Manufacturer narrative:
The field service engineer (fse) evaluated the instrument. The fse found that solenoid valve vl65 was not working. The fse replaced the valve, which repaired the leak and the backgrounds. The repairs were verified by the fse. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported the coulter lh 750 hematology analyzer was failing backgrounds. While troubleshooting the field service engineer (fse) found a leak inside the instrument. The volume of the leak was about 5 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves, gown and goggles. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.